Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issues were not duplicated during the test run. The se reported that no abnormalities were found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flow that was "weaker" than usual, and the device displayed a "patient disconnected" and "low rate" alarm. The device was in clinical use when the issue occurred. There was neither delay in therapy nor medical intervention provided due to the issue. There was no patient or user harm reported.